Manufacturer narrative:
Investigation summary: investigation into this event determined that qc performance was acceptable, and there were no instrument codes posted. There was no information to suggest that the customer was not following proper sample handling protocols. Datalog analysis suggests that both the analyzer and the reagent pack were operating as intended. Although pre-analytical error is possible, it could not be confirmed. The root cause of the event is unknown.

Event description:
A customer observed a positively biased patient result for total b-hcg on the eci analyzer. The biased result was reported and questioned by a health professional. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.